Event description:
It was reported that the unit will not sense tubing in the safety clamp. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: h10: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. Service history review identified this device was in service previously for same reason earlier in (B)(6) 2022 which was not confirmed. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found no apparent physical damage. Functional testing found air detector not sensing tubing in the safety clamp. Removed and replaced faulty optical assembly and tube sensor key. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken accordingly. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).